Manufacturer narrative:
Medwatch report # mw5065544. Manufacturing investigation: the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user of potential hypersensitivity reactions including respiratory arrest. Furthermore, as part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including the fiber bundle, o-ring, or the polycarbonate molded components related to the reported complaint event. Clinical investigation: the patient¿s had a significant medical history, including coronary artery disease and peripheral artery disease comorbidities known to be strong predictors of sudden cardiac arrest in the hd pt population. Additionally the pt had the cardiac arrhythmia afib, hyperkalemia 5.6 as well as a history of non-compliance with hd treatment. It appears that a temporal relationship exist between the optiflux 180nre dialyzer and the alleged allergic reaction and the ensuing cardiopulmonary arrest. Additional information obtained later in the day included the pts¿ nephew reporting that the pt had similar issues with a specific dialysis filter in the past (no other information provided). It was noted later noted by the physician that the pt had a dialyzer reaction. The pt was successfully resuscitated with CPR and was reportedly alert and responsive.

Event description:
A letter was received from the FDA concerning a voluntary medwatch submitted by a user facility. Follow up was performed with the identified facility's clinic manager who reported the following: this event concerns a male end stage renal disease patient who had been receiving thrice weekly chronic hemodialysis for 5 years. The patient, who was visiting the clinic for two hemodialysis treatments while vacationing, presented to the clinic for a hemodialysis treatment. According to medical records, the patient had been without dialysis treatment since (B)(6) 2016. The patient had no noted issues during the pre-treatment assessment. A 2000u heparin bolus was given intravenously prior to treatment initiation. Within minutes of treatment initiation, the patient asked the caregiver "is this oxygen on" and became unconscious without a pulse. The treatment was stopped and the patient's blood was returned. Cardiopulmonary resuscitation was begun and the patient regained consciousness. Emergency medical services were summoned and initially the patient refused transport. Ultimately, he was transported via ambulance to the hospital. Reportedly, a dialysis treatment was begun in the emergency room using the fresenius optiflux 180nre and the patient experienced another cardiac arrest within minutes of treatment initiation. The facility medical director suspected a dialyzer reaction may be the cause of the cardiac arrests. The patient received a third hemodialysis treatment on (B)(6) 2016 using another manufacturer¿s dialyzer and completed treatment without issue. The following day, on (B)(6) 2016, the patient experienced a bradycardic episode from his underlying atrial fibrillation and had a pulseless electrical activity (pea) cardiac arrest and subsequently expired. It was later learned the patient dialyzed at his home facility using another manufacturer¿s dialyzer.